Event description:
A healthcare facility in connecticut reported that the manometer needle of a 043042347 neopuff fascia & valve assembly was faulty. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint 043042347 neopuff fascia & valve assembly was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected. Results: visual inspection of the complaint 043042347 neopuff fascia & valve assembly revealed that the manifold was observed broken, further inspection revealed the upper and lower end cap was cracked at multiple locations. A review of the service assessment performed at our regional office in the united states confirmed that the reported fault regarding the faulty manometer needle, was due to enclosure damage. Conclusion: we are unable to determine the cause of the reported event. However, it is most likely caused by physical damage due to impact during transportation of the device. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the manometer needle of a rd900 neopuff infant resuscitator was faulty. There was no patient involvement.